Event description:
The pt reported he has been unable to feel sensation below his waist in his limbs when he attempts to move. The underlying condition and the symptoms have not been confirmed by the physician. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.